Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 212 mg/dl at the time of the call. The customer is concerned about the pump delivering insulin even when their blood glucose and sensor glucose are reading low. The customer used glucose tablets to treat. The customer uses auto mode on their pump. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also reported another low event on (B)(6) 2018 that may have been an over delivery instance. The insulin pump will be returned for analysis.